Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that a week after the patient was reprogrammed, they had returned with a decrease in therapeutic effect. The patient was reprogrammed to their previous settings as a result. The patient also reported to their hcp at that time that they had experienced a warming above their implantable neurostimulator (ins) as of 1-2 days after they were reprogrammed which had persisted for three days as of the time of report. It was noted the warming sensation had also been felt by a relative and was verified by an infrared thermometer, which showed an increase in skin temperature by about 1 °c. It was ¿unknown¿ whether any surgical interventions were performed or whether the issue resolved.

Event description:
An alternate translation of the reported event clarified the patient experienced a "warming via the generator" approximately 1-2 days after their settings were switched, which "then stopped again approximately 3 days later."